Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review for the product investigation did not show issue hemolok l clips 6/cart 84/box lot# 73c2100761 related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that on(B)(6)2022, clip was found broken during clamping common bile duct. It involved 1 piece. Another clip from an unknown batch was used.